Manufacturer narrative:
Returned device was received in fair physical condition but the top case was cracked down from the tubing guides. Evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was able to be replicated. The clutch left and right halves were worn down from normal use over five years the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump has clutch issues. This occurred during testing. There was no patient present at the time of the event. There were no reported adverse events.